Event description:
It was reported that the screen was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal, scratched lens, damaged uso, and damaged battery compartment. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was the scratched lens. The lens was replaced as well as the dso seal, uso and battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.